Event description:
Since receiving the essure sterilization I have developed the following side affects: joint pain, muscle pain, migraines, headaches, hair loss, severe skin itchiness, painful intercourse, bleeding during intercourse, irregular periods, fatigue, I am always overheated and sweating, diarrhea, vomiting, dermatitis, staph folliculitis, extreme and quick weight gain, vertigo/dizziness, general daily "sick" feeling, body aches, crawling on skin sensation, mouth sores, sharp stabbing and shooting pains in the abdomen, ear itching, anal itching, vaginal itching, anxiety, depression, back pain, blurred vision/floaters, forgetfulness, confusion, heartburn, coughing up mucus, cramping, ear pain/swelling shut, loss of appetite, inability to maintain sugar levels, insomnia, mood swings, muscle spasms, nausea, nerve pain, metal taste, night sweats, numbness in hands/feet, painful ovulation, pelvic pain, pressure/pain on bottom while sitting, swelling of hands/feet, painful ovulation, pelvic pain, pressure/pain on bottom while sitting, swelling of hands/feet, vitamin d deficiency, lumps in armpits, clumsiness and tripping (falling down).